Manufacturer narrative:
Cracked reservoir tube lip, cracked battery tube threads, and minor scratches on display window noted during visual inspection. No displayable history check failed on startup alarms noted in during testing. However displayable history check failed on startup alarms noted in alarm history due to corrupted history files. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a meter that sometimes did not send his/her blood glucose level values to the insulin pump. The customer's blood glucose level was 90 mg/dl. In the alarm history a displayable history check failed on startup alarm and low reservoir alarms were found. The product was returned. Nothing further to report.